Event description:
The clinician reported the patient received two, 5mm diameter skin burns during a direct current electrotherapy treatment. The treatment parameters, injury location, and patient symptoms were not provided by the clinician. The treatment was applied with two electrodes, where the burns occurred under one of the applied electrodes. An ice pack was applied to the injury. No further medical treatment was required. The treatment electrodes were 5x9cm and had been used twice. One of the treatment electrodes appeared burned. The patient skin had been prepped prior to the treatment.

Manufacturer narrative:
This device is for export only. A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.